Manufacturer narrative:
The technician found the casters were old and worn. He replaced the brake and the brake/steer casters to repair the bed.

Event description:
Information received indicates the casters do not hold when in brake.